Manufacturer narrative:
On 1/30/2020, the suspected medical device was returned for evaluation. On 2/13/2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, a rupture was noted at the union between shell and suture tab at the 6 o¿clock position. Microscopic examination was performed and the cause of the rupture could not be identified. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Although the manufacturing criteria was met during manufacturing, there is an open investigation to determine and address the root cause as appropriate, including but not limited to additional investigation related to design and manufacturing. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast surgery with a cpx4 with suture tabs medium height smooth expander and experienced postoperative left-sided deflation. The photos provided from the user facility indicate that the there is a hole at the joint of one of the suture tabs and the device. As a result, the patient had the implant explanted on (B)(6) 2019.